Manufacturer narrative:
Lot and serial number of the disposable device not provided by complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2014. The physician received several unsuccessful cavity integrity assessments (cia) tests. The physician believes that he "pushed the novasure [disposable] too far into the uterus and perforated at the fundus". It was reported the perforation was treated and the patient was admitted into the hospital overnight for observation. The "patient was stable and went home next day". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.